Manufacturer narrative:
The insulin pump received button error alarms due to corroded keypad traces. The device had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked end cap, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 61 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.